Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. The hemostasis valve of the was opened to allow bleed back when it was noted that partially coagulated blood came out. The physician aspirated through the was to ensure that there was no thrombus present. Transesophageal echocardiogram imaging showed no visible thrombus present in the patient. The procedure was continued and ultimately successfully completed the closure device implanted in the laa of the patient. There were no complications or patient consequences.